Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 67 mg/dl. The customer changed the battery on the pump and received a six on the display. The customer changed the battery again and received an unexpected restart alarm. The customer stated that a temporary basal was programmed before the unexpected restart alarm. The customer declined to troubleshoot for battery out limit alarm. The customer was advised to monitor the pump and call back if issues recur.